Manufacturer narrative:
The device was received for evaluation. During functional flow line testing, the device was not able to properly detect a downstream occlusion. Evaluation found the downstream sensor reading to be out of range. A service history review was performed and revealed that the device has no previous service events. Therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream sensor, which could not be calibrated. The force sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not alarm for an occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.